Event description:
The customer called regarding an alarm that ocucrred during a basal rate delivery. It was indicated that the customer did not change out the set to resolve the alarm. The pump tested ok and was advised to change out the set and site. A few days later, it was reported that the customer was hospitalized for hbgs. The customer had hbgs all day and was also receiving the same alarm. The cause of the event was not determined by the md. Troubleshooting was done and it was indicated that the cause of the alarm appears to be a set or site issue. It was noted that the customer was educated on the alarm and the two hbg rule.